Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt speed controller set too high". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse came on shift at 7am and arctic sun device alerting low flow 02. Sent to cath lab and came back. Still getting 02 low flow alert. Water flow rate (wfr) was 0 l/m, 4 pads connected. Patient has been on therapy for around 11 hours. Water flow rate (wfr) was 0 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 6.3c, outlet control temperature (t2) was 6.2c, inlet temperature (t3) was 20.7c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -8.4 psi, circulation pump command (cpc) was 0, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 3, system hours were 1081.6 and pump hours were 347.7. Had stop therapy and drain pads. Alerted empty pads not complete x 2. Had disconnect over the trash can. Reconnected holding nowhere near the clear connectors and verified audible clicks with each connection, all lines straight with no bends or kinks and fluid delivery line (fdl) secure and in lock position. Restarted therapy and device primed to 0 l/m. Advised to swap out pads for a new set. Nurse stated they would call back if additional assistance was needed. In 2nd call, tried swapping out pads and it seemed to work at first, but device was alerting 02 low flow and there was no water flow rate (wfr) was showing. They tried disconnecting and reconnecting with no resolution. Patient temperature (pt) was 35.5c, targeted temperature (tt) was 33c, water temperature (wt) was 7.8c, water flow rate (wfr) was 0 l/m. 4 pads connected. Had stop therapy and drain pads. Device alerted empty pads not complete. Disconnected and placed device in manual control at 4c with no pads attached. After a couple of minutes system diagnostics showed that the outlet monitor temperature (t1) was 8.8c, outlet control temperature (t2) was 8.7c, inlet temperature (t3) was 20.3c, chiller temperature (t4) was 5.2c, water flow rate (wfr) was 0, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 0, mixing pump command (mpc) was 40, heater was 0, water reservoir level (wrl) was 4. Walked through stopping therapy and removing from manual control. Advised to swap out device and send this one to biomed for evaluation. Water flow rate (wfr) with no pads in manual control should register might need to evaluate the flow meter. Device then alerted 41 (low internal flow).